Event description:
Rptr used mask when sleeping. Her nose began to itch, then to burn. She saw the dr and he treated it with oral antibiotics, but it kept getting worse. Her whole face turned red and was swollen. She was hospitalized from june 6-13. She was treated with IV antibiotics.